Event description:
Boston scientific received information that this patient had a syncopal episode recently. The physician is not sure what caused the syncopal episode and has made no allegations towards the patient's pacemaker. The patient has had an right atrial (ra) lead fracture for a long time and the physician called in asking what programming options are available. The patient's pacemaker has been programmed to vvi since the ra lead had been known to be fractured. This is the first time any boston scientific employee has been made aware of the ra lead fracture. Boston scientific technical services (ts) discussed programming options for system optimization with the physician. The physician will continue to monitor and will watch for any additional episodes. The ra lead will be revised at the next pacemaker change out for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.